Event description:
On (B)(6) - the dealer reported that he was called three times to troubleshoot the unit. First, he was told that it was moving slowly even if in full speed, and was not driving straight. Second, the unit left drive wheel had fallen, resulting in the user falling as well, and it was still having issues with the batteries were being depleted faster than usual. The third call was due to the chair was barely moving while on the slow speed settings, and the batteries still were not holding a charge. There was no injury reported.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model m61r, serial number/date (B)(4) is approximately four month old. The owner's manual part number 1125085 rev. J (oct-08), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device and the maintenance history of the device are unknown. The malfunction has not been confirmed.